Event description:
It was reported that post op a realize band implanted, the patient felt uncomfortable and had continuous abdominal pain. Antibiotics and anti-inflammatory medications were taken with no relief. The surgeon could not find cause of patient's symptoms. The band was explanted. When they broke through the encapsulation, there was a small amount of pus, but there was no evidence of a band erosion. Pouch dilation was noted where the stomach had stretched out. There were no other reported patient complication.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was initially reported that the device was "wasted." In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted after implant duration of zero days due to an unsuccessful ring repair. Per the operative report of event date: "the prior repair appeared to be intact, and on testing, did not demonstrate any leak. However, based of the transesophageal echo findings, we took down the old repair and resected a portion of the anterior leaflet."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information and the operative report was received. A device history record review is in process. Unsuccessful ring repair. Device not returned.